Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e2304 chills. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient reported they had symptoms that included not being able to talk very well, was extremely cold and hot at the same time, slightly shaky and almost passed out. During this time the cgm was displaying 103 mg/dl while the patient's bg was 47 mg/dl. The patient drank a liquid glucose shot, milk and ate protein bars. At the time of the report, the patient was doing better and reported that she was able to talk now. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.